Event description:
It was reported that the customer getting sensor errors after wearing the sensor for 3 days. Customer stated that this is the second site that has been read as an error. Customer will try another sensor with better taping. It was explained that it could be due to bad insertion and damage to the sensor, which can cause sensor errors. Customer was advised that because the sensor had been worn for a few days, the sensor could have been pulling out. Customer mentioned that he recently got a prednisone shot and his glucose is changing. Customer may have encountered errors with the sensor due to the shot. Customer is not currently wearing a sensor. Customer's blood glucose level was 400 mg/dl. Customer gave insulin via bolus. Customer was feeling fine. Customer has seen differences between sensor glucose and blood glucose readings. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.